Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the instrument has fractured in two parts. The fracture sites are located at the proximal balloon weld for the outer shaft and at the guidewire exit port for the inner shaft. The inner shaft is severely elongated and constricted, indicating application of a high tensile force. The exposed inner shaft has been severely deformed over its entire length. In turn, a reference guidewire could not be fully introduced. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no material or manufacturing related root cause could be identified. The root cause for the complaint event is most likely related to the handling (i.e., application of a high tensile force during withdrawal). It should be noticed that the IFU advice that in case of difficulties during catheter removal, to remove the entire system at once, i.e., the guiding catheter, the guide wire, and the dilatation catheter simultaneously.

Event description:
The physician intended to treat a moderately calcified lesion in a moderately tortuous segment of an unspecified abdominal vessel. The used accessories were a 4f and a 6f fortress introducer sheath and two guidewires (1x 0.014 inch command hi torque and 1x 0.014 inch glidewire advance). The only information available is that during withdrawal the complaint instrument broke.